Manufacturer narrative:
Unknown, not provided. Device problem code- (B)(4).: no code available (unspecified system error during procedure). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that during the catalys laser procedure on 6/2/2021, there was suction to the patient eye, but it was not registering on the catalys system. They were unable to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Correction: b5 - it was initially reported that during the catalys laser procedure on (B)(6) 2021, there was suction to the patient eye, but it was not registering on the catalys system. They were unable to complete the procedure. No patient injury was reported. However, during follow up with the account they informed that they never achieved suction. The procedure was not completed because the procedure never started as laser never fired into the patient's eye. This event is not considered a reportable malfunction and therefore no additional information will be provided